Event description:
During a recent visit to a center to evaluate a pt's device, a co rep reviewed the pt's medical file and found the pt had undergone multiple revision surgeries. In 2002, an area of the device was reportedly protruding through the skin; tie sutures did not hold. Revision surgery was performed and the device was rotated. Eight weeks later, the device migrated and extruded slightly through the skin. The screw did not hold synthese [sic] microplate. Revision surgery was performed. The next month, the pt reportedly had a small sore on the implant site. Nine days later, the pt reported pain at the implant site. The device had extruded moderately. The plan was to do a posteriorly-based skin flap revision. In 7/2002, a co rep visited the implant center to evaluate the pt's device. The pt reportedly had a problem with external headpiece retention. The co rep found that the headpiece retention was fine. Another follow-up visit is to be scheduled. The device remains implanted.